Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl which was treated with manual injections and went to emergency room. Customer¿s current blood glucose was 62mg/dl. Customer performed high pressure test and passed the test. Insulin pump will not be returned for analysis.